Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system drawer was just sticking. The customer reported that a malfunction in the drawer resulted in a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing. Requirements: section b describe event or problem, section d brand name, model #, section e initial reporter occupation and other occupation, section g reporting office contact and report source, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking. A field service engineer(fse) upon arrival, the customer stated that the issue had already been resolved and that there was no need to inspect the station. When asked if the drawer had failed, the customer clarified that it was only sticking and not completely nonfunctional. A review of the medstation performance analysis report (mpar) report showed some failures on the station, indicating potential intermittent issues. The customer confirmed that the issue was resolved by the time fse arrived on site. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was just sticking. The customer reported that a malfunction in the drawer resulted in a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.